Event description:
It was reported the patient underwent total hip replacement with auto-grafting due to oa in 1990. The patient felt a pain at the hip and underwent revision surgery the next day. The surgeon replaced the biopolar cup due to wear and the morse taper head due to breakage.